Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the part of the insulin pump was not working and also act button was unresponsive. Customer¿s blood glucose level was 146 mg/dl at the time of incident. Customer was treated with manual bolus. The device will not be returned for analysis.